Event description:
Portex lumbar puncture, infant pre-packaged tray was opened to use on an infant and it was noticed that the 1% lidocaine hci 10mg/ml glass vial by hospira, inc was broken. The whole glass top had been snapped off and the vial was empty, however the tray liner was dry without any signs of slivers of glass.